Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: h.6.

Event description:
Healthcare professional (hpc) reported a patient first felt soreness in the right cheek 20 months after the first injection of 0.5 cc juvéderm voluma® xc in the r v2, v3 deep medial area and 17 months after the second injection of 0.5 cc juvéderm voluma® xc in the r v1, v2 deep area. The right cheek and right eye later became swollen and sore. Due to patient's symptoms of right facial subcutaneous fat stranding compatible with a cellulitis, patient was originally diagnosed with cellulitis. Patient has been under the care of a physician and has been taking antibiotics and steroids. A recent MRI shown areas that is possibly filler and been told they are granulomas. Patient was treated with subcutaneous injection of hylenex and prescribed clindamycin and prednisone. It was also noted ¿patient had ultherapy lower face 2 weeks prior to onset of symptoms." Event has not been resolved. Patient to come back for continue medical treatment with the hpc. This is the same patient and the same event reported under MDR ID # 3005113652-2020-00673 (allergan pr (B)(4)). This MDR is being submitted for first injection of juvéderm voluma® xc.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: "inflammatory nodule" is a known potential adverse event addressed in the product labeling. "Cellulitis" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hpc) reported a patient first felt soreness in the right cheek 20 months after the first injection of 0.5 cc juvéderm voluma® xc in the r v2, v3 deep medial area and 17 months after the second injection of 0.5 cc juvéderm voluma® xc in the r v1, v2 deep area. The right cheek and right eye later became swollen and sore. Due to patient's symptoms of right facial subcutaneous fat stranding compatible with a cellulitis, patient was originally diagnosed with cellulitis. Patient has been under the care of a physician and has been taking antibiotics and steroids. A recent MRI shown areas that is possibly filler and been told they are granulomas. Patient was treated with subcutaneous injection of hylenex and prescribed clindamycin and prednisone. It was also noted ¿patient had ultherapy lower face 2 weeks prior to onset of symptoms." Event has not been resolved. Patient to come back for continue medical treatment with the hpc. This is the same patient and the same event reported under MDR ID # 3005113652-2020-00673 (allergan pr (B)(4)). This MDR is being submitted for first injection of juvéderm voluma® xc.